Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's egc reading is changing amplitude. There was no patient involvement.

Manufacturer narrative:
Correction: from "egc" reading to "ECG" reading .

Event description:
It was reported to philips that the device's ECG reading is changing amplitude. There was no patient involvement.